Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "I recently underwent a partial knee replacement surgery. Post surgery an aquacel surgical bandage was put over the incision. Two days post surgery, the bandage was removed and replaced with another (identical) bandage. Three days after that application, the bandage was removed. The following day, I had a severe rash (presumably an allergic reaction) which mirrored the size and shape of the adhesive from the bandage. Topical and oral antibiotics were prescribed and seem to be helping reduce the reaction symptoms."